Event description:
The user facility reported that in 2003, the surgeon was removing the catheter from the pt and it broke. This occurred recently with two pts. The catheter was sticking out of the pt's back and taped on the skin to the neck. The surgeon reports the catheter had been cut at the pt's neck. The hospital reviewed their records and found that the similar problem had occurred three other times since year 2000.